Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation at the sensor site. The customer reported symptoms of red, bubbly, itchy at the sensor site and had contact with a healthcare professional (hcp) who recommended unspecified anti itch cream and spray as well as iodine and alcohol to disinfect the area for treatment. The customer reported an unspecified "beach spray" that they do not use anymore. There was no report of death or permanent impairment associated with this event.